Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient's device was not working anymore. When the "orange button" (of the programmer) was pressed, it showed the ins was off. It was noted the rep would follow-up with the health care provider (hcp). No medical symptoms were reported. No further complications were reported. Relevant medical history included severe dementia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the rep attempted troubleshooting with the patient to turn the device on, but it didn't work. It was noted the local nurse would closely watch the patient's symptoms and in case of aggravation the patient would be transferred to a hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient accidentally turned the ins off while checking for the ins status. A health care provider (hcp) checked the ins and turned it on again. The patient received some more training in how to use the patient programmer. The issue was resolved. No further complications are anticipated.